Event description:
It was reported ¿the line cracked above the cap and leaked. The item was thrown away and the lot number was unknown. The patient was not harmed but did have to be deaccessed, reaccessed to heparinize, and then deaccessed again to send the patient home. "

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.